Event description:
It was reported by service report that the scale was not reading correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - scale out-of-calibration.